Manufacturer narrative:
A controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device/devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed when the unit was unable to communicate to a monitor. Analysis of the device revealed that the device failed to meet specifications; the device failed visual examination due to a loose power port two connector and failed functional testing due to an intermittent connection within the integrated circuit responsible for serial communication. The intermittent connection may have been caused at the connector or at the printed circuit board (pcb) level. The unit worked as expected after analyzing the controller on a test fixture. The most likely root cause of the failure to communicate with a monitor may be attributed to a faulty connection within the integrated circuit responsible for serial communication. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) by the perfusionist that data would not transfer to the monitor, no curves, and no values. Monitor works fine with other controllers. The controller was replaced. There were no effects on the patient reported.